Event description:
The customer from (B)(6) reported that he obtained hi readings (indicative of a reading above 600 mg/dl) with both of his contour next one meters. The customer took 10 units of insulin based on the high readings and experienced symptoms of hypoglycemia, which he described as seeing everything blue, hardly noticing anything, sweating, and cramps. Thirty minutes later, the customer's daughter noticed the customer's condition and measured his blood glucose which gave a reading of 30 mg/dl. The customer's daughter gave him an unspecified quantity of glucose and 30 minutes later performed another blood glucose test, which gave a reading of 125 mg/dl. The customer recovered well after treatment. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in age or date of birth and weight as the customer's age and weight were not provided. The model # was not provided.

Manufacturer narrative:
The customer returned both contour next one meters and contour next test strips from lot #0hpec03a for evaluation. The returned meters were tested with the returned test strips using a blood sample, which gave a satisfactory performance.